Event description:
Patient reported the aligners caused physical injury to them. They had to undergo a tooth extraction due to a dental abscess directly resulting from the use of the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.